Event description:
At about 2 months after the primary, the patient came in reporting pain due to a subsided stem and the cause of the subsided stem is unknown. The surgeon revised the head, stem, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 january 2023. Lot 2111562: (B)(4) items manufactured and released on 07-jan-2022. Expiration date: 2026-12-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.